Event description:
It was reported that the ceramic tip cracked into several pieces in the patient's right shoulder.

Manufacturer narrative:
Device has yet to be received for evaluation. Investigation is on-going. Once complete, a follow-up report will be submitted.